Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the lead exhibited high impedance and oversensing noise resulting in inappropriate detection of atrial tachycardia (at) and atrial fibrillation (af). A possible lead fracture is suspected. The lead was turned off and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the during one of the previous follow ups, the physician noted the lead impedance decreased as well. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range, and atrial oversensing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.